Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(6). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the reported power/speed issue could not be confirmed; however, various components were worn which could affect the device functionality. The reciprocating arm, spring seal, retaining ring, external e-ring, bearings, and screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: sweden.

Event description:
It was reported that during surgery it felt like the device was slow and not as powerful as it should be. There was no patient impact or delay. Due diligence is complete and there is no additional information available.